Event description:
It was reported that there was a flipped pump, which had not been confirmed. They were working with the physician regarding this issue and contemplating revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).